Event description:
It was reported that the patient was hospitalized with a blood glucose of 470 mg/dl. It was stated that the patient removed the infusion set, and there was blood inside the cannula. The patient had been treating with the insulin pump, but could not get the blood glucose down. The patient experienced vomiting, headaches, and was unable to walk. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed correctly. The unit also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.